Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient experienced fatigue, had difficulties moving their arms and legs as these felt ¿made out of lead¿, and brain fog. The patient has an underlying condition related to edema, and the day of the event the patient was at the hospital due to blood tests regarding this. The patient was waiting for the blood tests results in the emergency care and was told he was going to be admitted with diabetic ketoacidosis. The patient was admitted into the ICU and was treated with intravenous lasix and antibiotics. The patient could not provide any cgm or blood glucose readings from during the event, but stated that the cgm reading was inaccurate when tested. The patient was changed to a different department after 2 days at the ICU, and was discharged after spending 2 more days in the new department at the hospital. At the time of the report the patient was still feeling weakness in their arms and legs, but it was understood the patient was stable and had recovered from the hyperglycemic event. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.